Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged critical pump error alarm. The insulin pump p-cap / test reservoir locks in place properly. The insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. The insulin pump was cut open and pcba2 was swapped with test pcb, insulin pump did not power up properly after battery installation. Moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: scratched case and cracked case (corner of belt clip rails). In summary, critical pump error (open book image) confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.